Event description:
It was reported that during a vats lobectomy procedure, when attempting to use a second or third reload for firing over tissue, the device would not complete the firing stroke, and did not create a full staple line. The device was loaded with a new cartridge and fired. The instrument completed the firing and created a full staple line. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the ec60 device was received for analysis with no visual non-conformances and with a reload present. The reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.